Event description:
The hospital reported that some time within the date range (B)(6) 2010, during preparation for a coronary artery bypass procedure, the heartstring iii proximal seal would not load properly. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
The device has not been returned to cardiac surgery for investigation. A supplemental report will be submitted when the investigation is completed. (B)(4).